Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via reply card that an intraocular lens (iol) was defective. There was no reported patient impact. Additional information was requested.